Event description:
The customer reported the system was difficult to steer. No pt or staff injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair info is not available.